Event description:
When removing the sheath from the body, the hemostatic valve popped off. The patient did not require any additional procedures due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.